Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing hyperglycemia with blood glucose levels exceeding 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen. The patient consulted a physician through voice messaging and did not receive an in-person evaluation or formal diagnosis. The physician advised the patient to change the pod and obtain insulin pens from a pharmacy due to lack of available pods. The patient reported receiving a high blood glucose alert on the omnipod 5 controller. Upon pod removal, the cannula was observed to be bent, and the patient reported that the cannula had not fully inserted into the skin. There was no medical intervention reported in relation to this event.